Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in a graft in the venous anastomosis. An 8.0 x 40, 75 cm gladiator balloon catheter was inflated at 26 atmospheres above its rated burst pressure, so the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the location of the lesion was in a graft in the venous anastomosis of the forearm and the balloon broke during pre-dilation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated above its rated burst pressure (rbp). (B)(4).